Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, pump trace download analysis confirmed the unit alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. It was reported that the insulin pump had power error and stopped happened. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.